Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The left master tool manipulator (mtml) has been returned and evaluated by the failure analysis (fa) team. The returned mtm was investigated for the reported console left manipulator issues; while the issue was confirmed in the sense that system logs showed an artemis 22005 homing error (indicating the fault occurred in the field), the failure could not be replicated during failure analysis. Visual inspection found no damage or abnormalities related to the event, and when the unit was installed on a surgical fixture test platform (sftp) and passed all applicable testing within specification. The calibration is consistent with the reported event and is a potential root cause.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that the left master tool manipulator (mtml) was having a homing problem where it continued moving and did not fully home, despite nothing appearing to obstruct the homing sequence. Live logs were not available during the call, but review of the most recent available logs showed error code 22005 associated with the mtml. The user then performed a hard power cycle of the console, which resolved the issue at that time, although resistance was still reported when attempting to move the mtml. The user aborted to another dv system to proceed with the procedure as planned. No known impact or patient consequence was reported.